Manufacturer narrative:
(B)(4)

Event description:
It was reported that during unpackaging foreign material was found on the end of the device. As the 2.25 x 8mm promus element plus stent delivery system was pulled out of the hoop it appeared there was a material on the end of the device that looked like "lint." They tried to wipe this off but it would not come off. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: the device was not returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during unpackaging foreign material was found on the end of the device.as the 2.25 x 8mm promus element plus stent delivery system was pulled out of the hoop it appeared there was a material on the end of the device that looked like "lint". They tried to wipe this off but it would not come off. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.